Event description:
It was reported that the third surgery of extraction due to l3/4 screw loosening and pseudoarthrosis was performed. And then th10-s2ai were fixed with screws.

Manufacturer narrative:
Catalog# 482802650, lot# 157478. Visual inspection; device history review; complaint history review; risk assessment; no relevant manufacturing issues were identified as all units met specifications. The patient activity level is unknown. The root cause cannot be determined conclusively.

Event description:
It was reported that the third surgery of extraction due to l3/4 screw loosening and pseudoarthrosis was performed. And then (B)(4) were fixed with screws.